Event description:
Tuesday, (B)(6): birth by cesarean section after 27. Weeks of amenorrhea + 3 days. Transfer to neonatal intensive care unit, intubated. Wednesday november 13: placement of a central venous line with peripheral insertion nutriline ref (B)(4) lot 130624gt: right arm at the bend of the elbow, mark 12 under radiological control. Extubation possible. Thursday, (B)(6): 2 hypotensive episodes followed by profound bradycardia at 30 beats per minute, associated with desaturation at 47% spo2, requiring immediate start of external cardiac massage and filling. Nasotracheal intubation in the immediate aftermath. A transthoracic echocardiogram performed immediately after the acute event reveals abundant pericardial effusion. A perfusopericardium is therefore suspected. Pericardial drainage of 4 ml of lactescent fluid (parenteral nutrition infusion fluid) confirms the suspicion of perfusopericardium. All treatments and infusions on the central venous line are stopped. The central venous line is withdrawn 0.5 cm (marker 11.5) and left in place. Serious deterioration of health. Perfusion of the pericardium which caused a pericardial effusion and tamponade. Pericardial drainage. Resuscitation: external cardiac massage, filling and reintubation.

Manufacturer narrative:
We received one sample for analysis in completely length (the catheter tube had not been shortened). First it was impossible to flush the catheter but when using and treating with warm water it worked. The catheter was completely functional and a thorough examination under the microscope also revealed no damage. We took some pictures. Cardiac tamponade/pericardial effusion is a rare complication of piccs placed in neonates. One reason for failure is the catheter tip inserted too far into the neonate's heart. This obviously happened here as well as we got informed that after detecting and treating the bradycardia, cardiac massage was performed and the withdrawal of the catheter by 0.5 cm. Furthermore we warn in the product's IFU: "important: arrange for a check x-ray to confirm correct placement prior to starting the IV infusion through the catheter" and "precautions: the catheter tip must not be advanced into the heart (right atrium). The location of the catheter within the heart may cause cardiac tamponade, or cardiac arrhythmias. It is advisable to make checks of the catheter tip position at regular intervals throughout the usage of the catheter." Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter/set components are randomly checked. Incoming goods inspections and two 100 % visual tests after packaging are carried out. This is the first complaint for batch 130624gt and the very first complaint regarding a cardiac tamponade on code 1252.35 within the last three years. Over all the years there was only one similar complaint in 2016. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as no hint for a manufacturing defect was found. Thus, as vygon, we do not take responsibility for this complaint.

Manufacturer narrative:
The malfunctioning device will be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation will be communicated to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Tuesday, (B)(6) 2024: birth by cesarean section after 27. Weeks of amenorrhea + 3 days. Transfer to neonatal intensive care unit, intubated. Wednesday (B)(6) 2024: placement of a central venous line with peripheral insertion nutriline ref 00125235 lot 130624gt: right arm at the bend of the elbow, mark 12 under radiological control. Extubation possible. Thursday, (B)(6) 2024: 2 hypotensive episodes followed by profound bradycardia at 30 beats per minute, associated with desaturation at 47% spo2, requiring immediate start of external cardiac massage and filling. Nasotracheal intubation in the immediate aftermath. A transthoracic echocardiogram performed immediately after the acute event reveals abundant pericardial effusion. A perfusor pericardium is therefore suspected. Pericardial drainage of 4 ml of lactescent fluid (parenteral nutrition infusion fluid) confirms the suspicion of perfusor pericardium. All treatments and infusions on the central venous line are stopped. The central venous line is withdrawn 0.5 cm (marker 11.5) and left in place. Serious deterioration of health. Perfusion of the pericardium which caused a pericardial effusion and tamponade. Pericardial drainage. Resuscitation: external cardiac massage, filling and reintubation.